Event description:
Wife of end-user reports a "red, itchy, weepy, rash" on peristomal skin at the 3 o'clock, 12 o'clock and 9 o'clock position located under wafer's mass and tape border extending outside of border. The area located at the 6 o'clock position shows no evidence of skin breakdown. It is reported that end-user has had this rash for 3 months, and product has been in use for 4 yrs.

Manufacturer narrative:
The event as described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure). It is reported that end-user has visited a wound care nurse (wocn) and is currently using nystop powder and skin prep. End-user has also used aquacel ag under wafer. Lastly, end-user was instructed to use a form of tinactin powder instead of nystop, and to discontinue use of aquacel ag. Samples have been sent. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.